Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e: correction to initial reporter details.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) reviewed safety mode device operation and considerations, and device replacement was recommended. This crt-p remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to e: correction to initial reporter details. Correction to h6: updated impact codes to reflect device changeout. Removed f26/no health consequences or impact, added f1905/device revision or replacement and f08/hospital or prolonged hospitalization.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) reviewed safety mode device operation and considerations, and device replacement was recommended. This crt-p remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) reviewed safety mode device operation and considerations, and device replacement was recommended. This crt-p remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed. The product has been received for analysis. This report will be updated upon completion of analysis. Correction to e: correction to initial reporter details. Correction to h6: updated impact codes to reflect device changeout. Removed f26/no health consequences or impact, added f1905/device revision or replacement and f08/hospital or prolonged hospitalization.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) reviewed safety mode device operation and considerations, and device replacement was recommended. This crt-p remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this crt-p was explanted and replaced. No additional adverse patient effects were reported.